Event description:
Invalid result (s). Invalid result. The customer appears to have performed the test correctly. The customer had disposed of the kit prior to contacting acon labs technical support. It was not possible to collect a picture of the cassette.

Manufacturer narrative:
Final product manufacture and qc record for cov2020018. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Tests undertaken and test results: please see the attachment. The test results of retention samples from cov2020018 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Invalid result. The customer appears to have performed the test correctly. The customer had disposed of the kit prior to contacting acon labs technical support. It was not possible to collect a picture of the cassette.